Manufacturer narrative:
Results: the x-ray unit was mounted in a center island cabinet. The backing of the cabinet was not strong enough.

Event description:
A service technician from dealer reported that the mechanical structure of a preva intra-oral x-ray unit, (B)(4), separated from the wall. No injury was reported.